Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Additionally, the IFU states under patient selection and treatment: gore recommends that the gore® excluder® endoprosthesis diameter be at least 2 mm larger than the aortic inner diameter (10 ¿ 21% oversizing) and 1 mm larger than the iliac inner diameter (7 ¿ 25% oversizing). The intended iliac artery inner diameter for the contralateral leg component implanted is 16.5 - 18.5mm. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to, vascular spasm or vascular trauma (e.g., ilio-femoral vessel dissection, bleeding, rupture, death).

Event description:
On (B)(6) 2016, this patient underwent endovascular treatment for an abdominal aortic aneurysm measuring 58.0 mm in diameter and was implanted with gore® excluder® aaa endoprostheses featuring c3® delivery system. It was reported that during angioplasty of the device (plc201000) implanted in the right common iliac artery (rcia) with a with a coda balloon, the vessel was ruptured. An additional gore® excluder® aaa endoprosthesis was implanted in the rcia to extend from the ipsilateral leg down to the external iliac artery to treat the rupture. The patient tolerated the procedure and was discharged on (B)(6) 2016. It was reported that the patient¿s rcia was not a healthy vessel and ¿common¿ force was used to dilate the device up to 19mm. The patient's rcia distal landing zone diameter was reported to range 10 mm -19 mm.